Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Patient feels more comfortable sleeping on her right side which caused some discomfort around the ins site, and so she elected to have the battery moved from the right buttock to the left flank/abdomen. Patient has no real complaints other than some pocket site discomfort, and has been happy with her therapy, but would like the battery on the other side. The device revision resolved the reported issue. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that when reviewing their notes in preparation of her case, rep realized that they had made note on 6/20 about this event. Rep doesn't recall if they spoke live with tech services about this or not. Patient is doing very well from a therapy standpoint.